Manufacturer narrative:
The subject uhi-4 was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon was not reproduced. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the uhi-4, the subject device occurred alarming several times and the all indicators on the front panel of the subject device went out then the subject device powered off on its own. The subject device was worked normally after the user restarted the device. The user facility continued and completed the procedure by using the same uhi-4. There was no report of the patient injury.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2020-02166 to provide device evaluation results. The subject uhi-4 was returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon was reproduced. Based upon the previous similar case, omsc concluded that the pressure sensor on the main circuit board of the subject device was damaged accidentally. Also, the manufacturer of the pressure sensor had concluded previously that the accidental failure in the manufacturing process had been able to cause the damage of the pressure sensor and its incidence had be rare. Furthermore the manufacturer had already improved the manufacturing process to decrease the incidence of failure further. The damaged pressure sensor in this case was manufactured before the improvement. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The instruction manual of the subject device states the corresponding method in case of an abnormality.